Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a needle stick injury occurred post use with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter, "needs a better sharps container, there is no sticker covering the needle and there was a needle stick injury. She (the nurse) went to push the top into the sharps container and her finger went right down the tube into the exposed needle after obtaining the urine spec. Treatment was needed for the rn. First aid given to rn. Labs were done on patient for hiv and hepatitis. Follow up with rn and no prophylactic medications were given/taken."

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 8179589. D.4. Medical device expiration date: 1/31/2020. H.4. Device manufacture date: 6/28/2018 h3 other text : see section h.10.

Event description:
It was reported that a needle stick injury occurred post use with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter, "needs a better sharps conainer, there is no sticker covering the needle and there was a needle stick injury. She (the nurse) went to push the top into the sharps container and her finger went right down the tube into the exposed needle after obtaining the urine spec. Treatment was needed for the rn. First aid given to rn. Labs were done on patient for hiv and hepatitis. Follow up with rn and no prophylactic medications were given/taken."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred post use with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter, "needs a better sharps container, there is no sticker covering the needle and there was a needle stick injury. She (the nurse) went to push the top into the sharps container and her finger went right down the tube into the exposed needle after obtaining the urine spec. Treatment was needed for the rn. First aid given to rn. Labs were done on patient for (B)(6). Follow up with rn and no prophylactic medications were given/taken."

Manufacturer narrative:
The correction is as follows: date received by manufacturer: 2019-06-11.

Event description:
It was reported that a needle stick injury occurred post use with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter, "needs a better sharps conainer, there is no sticker covering the needle and there was a needle stick injury. She (the nurse) went to push the top into the sharps container and her finger went right down the tube into the exposed needle after obtaining the urine spec. Treatment was needed for the rn. First aid given to rn. Labs were done on patient for hiv and hepatitis. Follow up with rn and no prophylactic medications were given/taken."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for missing sticker covering the needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a needle stick injury occurred post use with a bd vacutainer® c&s transfer straw kit. The following information was provided by the initial reporter, "needs a better sharps conainer, there is no sticker covering the needle and there was a needle stick injury. She (the nurse) went to push the top into the sharps container and her finger went right down the tube into the exposed needle after obtaining the urine spec. Treatment was needed for the rn. First aid given to rn. Labs were done on patient for hiv and hepatitis. Follow up with rn and no prophylactic medications were given/taken."